Manufacturer narrative:
Pump received unable to verify software version and displacement test due to cracked battery tube threads and broken/detached end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s backside near battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.